Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. It was suspected that this was due to low battery resulting from multiple appropriate therapies for the patient's ventricular tachycardia (vt) and ventricular fibrillation (vf). The device remains in use. No patient complications have been reported as a result of this event.